Manufacturer narrative:
Continuation of d10: product ID :977c290, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the event was resolved on the day of surgery (B)(6) 2021. The full scs system was replaced. The system was tested intra-operatively and again at his post op appointment on (B)(6) 2021. The patient reported good coverage of his pain with the use of the stimulator. The explanted device was discarded by the customer because they did not want it returned. The physician said the damage to the lead was noticeable from the anchor that she used that was not provided by the ins manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). And it was reported, that the cause of the impedance has not been determined. Pt reports that he does thrash in his sleep, but has no fallen or had any trauma to his cervical area recently. Healthcare provider (hcp) ordered an xray. Hcp reported, that the xray looked normal. And that the lead did not look damaged. The plan is to replace the whole system. The surgery is scheduled for (B)(6) 2021. It is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting an error message on their controller that stated cannot provide desired stimulation, this occurred on all programs. The patient denied any trauma. It was noted sometimes they thrashed in their sleep and participated in physical therapy, however denied any trauma to their neck. The manufacturer representative ran an impedance check and all contacts measured 40,000. The patient had a follow up appointment with their medical doctor to discuss options on 2020-12-04. No symptoms were reported.